Event description:
It was reported the patient reported for a routine generator change. During the surgery, it was discovered the right ventricular lead exhibited a loss of capture. Upon connection to a new pacemaker, the lead exhibited a loss of sensing and intermittent capture. The lead was connected to an additional pacemaker and exhibited the same issues. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.